Manufacturer narrative:
Product is not marketed in us. 510(k) for similar device marketed in us with catalogue#75447545 is k042025. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of collapse of l3. It was revision surgery. In the initial surgery on (B)(6) 2019, posterior fusion was performed at l2-5 due to the collapse of l3.then on aug 3,2019, fusion for extending was performed between s1 and il. After that, removal was performed at l2, l5 and s1, and two screws were inserted additionally on each side of il on (B)(6) 2019. In this surgery done on (B)(6) 2020, removal was performed at l3, and screw was inserted additionally at t12, l1, l2 and l3 to connect and fusion for extending was performed due to the collapse of l1.there was health damage on the patient.